Manufacturer narrative:
UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Notified thru legal: patient had initial surgery on (B)(6) 2014 it which expedium titanium rods and screws were implanted. On (B)(6) 2014 patient felt a pop in her back. Xray was taken on (B)(6) 2014 which revealed two of the rods were broken. Revision surgery was performed on (B)(6) 2014 by same surgeon. Broken rods were removed and replaced with expedium cocr rods and screws.